Event description:
It was initially reported when the implant card was received that the patient had a full revision and the reason was due to a lead discontinuity. Good faith attempts for more information and product return have been unsuccessful to date.

Event description:
Additional information was received that the high impedance was first seen during the generator replacement surgery with both the old generator and the new generator. The pin was removed and reinserted and there lead was examined but no breaks were seen. They surgeon felt that it may have been fibrosis or a break in the lead that could not be seen. No x-rays were taken. Good faith attempts for product return have been unsuccessful to date. The hospital does not retain medical devices for return to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.